Manufacturer narrative:
(B)(4).

Event description:
He customer alleges the swg (spring wire guide) unraveled during removal.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly for evaluation. The guide wire was returned within the advancer tube. The guide wire was observed to have a gradual curve and bend towards the distal end of the body. The distal j-bend was intact. Both welds were present and were observed to be full and spherical. The guide wire was curved/twisted from 270-490mm from the distal tip. The guide wire contained a slide bend 300mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not cut the spring-wire guide to alter length. Do not withdraw the spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Other remarks: the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was curved and bent between 270-490mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
He customer alleges the swg (spring wire guide) unraveled during removal.